Event description:
The customer reported difficulty pressing the pump's quick bolus/wake button, requiring multiple presses to activate the screen. Due to the issue, the blood glucose level was high, but the exact value was not specified. The customer addressed the high glucose level by administering a correction bolus using the pump. Technical support instructed the customer on pressing the button correctly and decided to replace the pump, which would come with updated software and available training. The customer understood the steps for receiving the replacement and returning the malfunctioning pump without requiring a delivery signature.